Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited the following error: 46510 / 537568728 / 0 / 3328 / 0. There was unknown patient involvement.

Manufacturer narrative:
Section a, b5, b6, b7, d3: correction. H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The event history log was reviewed and there were no errors related to the customer complaint. The pump alarms continuous 46510 on power up. The root cause was identified to be damage to the main board. The main board was replaced to resolve this issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
There was no patient involvement. The issue was discovered during testing.